Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
No detail information regarding the incident is available right now. According to the complaint description the content from the home lox vessel 30 l leaked all over the floor. There was no injury.

Manufacturer narrative:
The unit was returned for evaluation. The alleged incident reported could be duplicated as there was a large leak at the back of the sf qdv as the fitting was loose and had not been tightened correctly. Regular leak testing is recommended as part of preventative maintenance as per the product technical service manual. This leak should have been identified during filling of the unit as it is large. The qdv would not have come loose after delivery and filling under normal use.